Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a faulty scope socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The reported static and connection issue was found while inspecting the device. Additionally, as noted, a b30 scope communication error was also present due to the connection failure. The lamp life meter was tested and provided a reading of 500+ hours of use. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis exera iii xenon light source due to a connection issue. According to the initial reporter, static was present when the scope was plugged in; however, when pushed more forcefully, the static went away. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the unit was producing a b30 scope communication error. This report is being submitted to capture the b30 scope communication error found during the device evaluation.